Event description:
Reported experiencing elevated blood glucose (300 - 400 mg/dl), for the past week. In spite of bolusing twice pt's normal amount of insulin, pt's blood glucose did not decrease substantially. No error messages were generated by the device. In 2005, pt supplemented pt's bolus deliveries, with insulin injections, and pt's blood glucose returned to its normal range (100 - 140 mg/dl).